Event description:
A pt reported blood glucose results of 201 mg/dl with a lifescan meter and 147 mg/dl on a lab device, performed within 10 mins of each other. Between the tests there was no intervention that would be expected to change the blood glucose. Physician did not treat the pt or change th pt's diabetes regimen.